Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the total laparoscopic hysterectomy procedure, the device needle was broke. A new device and reload were opened to complete the case. Surgical time was extended by more than 30 min due to the product problem. The patient is alive with no injury. The device is expected to be returned for evaluation.